Event description:
It was reported that the patient presented at the hospital for a device check. Interrogation of the pacemaker revealed the patient's right ventricular (rv) lead had an intermittent capture and a device sensing issue due to the rv lead dislodgement. The rv lead was repositioned on (B)(6) 2024 to resolve the issue. The patient was in stable condition throughout.